Manufacturer narrative:
A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record for sn(B)(4) was performed from 07/02/2018 to 07/20/2020 and confirmed that this device was not previously returned for issues related to the complaint or service history. The database showed no production failures were on record for the device.

Event description:
During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.